Event description:
It was reported that the system did not start up. The system was not in clinical use at the time of event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Review of the system log file showed the host pc was not able to communicate with the flexvision pc. Troubleshooting actions showed a problem with the host pc backup battery and the flexvision pc. The fse replaced the backup battery of the host pc and replaced the flexvision pc, reinstalled the software and returned the system to use in good working order.